Event description:
Kimberly-clark received a report stating, "during gastropexy procedure, dr experienced problems with the t-fasteners (suture material). They snapped before he was done deploying, and were in the peritoneum, so patient had to be sent to surgery from ir and g-tube immediately removed." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
We are unable to review the device history record as no lot number was provided for the device involved in this reported event.the device was not returned to kimberly-clark , therefore an evaluation could not be performed and we are unable to determine the root cause for the reported incident.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.